Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.

Event description:
Per complaint (B)(4), a patient reported discomfort on their gums around the dental implant site. The patient presented to the dentist with swelling on the lingual of the implant. The implant was removed due to loss of stability and lingual fracture. Osteopenia, failure of osseointegration, and inflammation were also reported.